Event description:
During a transfer from a lift to a geri chair, two cnas locked the wheels of the lift. They pulled the lift from the boom sideways. They centered the resident 1" above the chair. The lift tipped over. Resident was not injured. Both cnas were injured. One cna had a contusion on forhead. The other cna suffered a contusion on her foot. Neither was hospitalized and both have returned to work.

Manufacturer narrative:
Lift tipping in this manner would mean that either the lift boom or the sling was pushed or pulled - causing the weight to go outside of leg base and making the lift unstable. Both of these are warned against on machine and in the manual. Facility was also using a non-medcare sling. Medcare recommends against the using of non-medcare sling as these slings have not been tested on our equipment. Don has stated that they will change the way that they perform transfers so that side transfers are not performed.